Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with unknown operating system version. Customer was unable to access their readings as the reading does not reflect on their librelink up. As a result, the customer was unable to monitor glucose with sensor readings, requiring a glass of orange juice provided by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported unable to share glucose readings on caretakers librelinkup. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with unknown operating system version and unknown app version. Customer was unable to access their readings as the reading does not reflect on their librelink up. As a result, the customer was unable to monitor glucose with sensor readings, requiring a glass of orange juice provided by a third-party for treatment. There was no report of death or permanent impairment associated with this event.